Event description:
It has been reported to philips that the allura xper fd20 system indicated an error repeatedly as there was an image problem. The equipment had to be restarted multiple times to complete the procedure. The system was in clinical use at the time of the event. No harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the equipment showed error repeatedly. Analysis of the system log file confirmed ip-pc malfunction. During troubleshooting, the fse found an issue between reading and writing the disks. The fse restored the image disks and modified the controller of the front arc. The fse replaced the image disks, image storage board and high-power board. Upon further inspection, the fse identified problems in the epx generator. The fse replaced the cube. After replacement of image disks, image storage board, high-power board and cube, the system was returned to use in good working order. The defective parts were returned for analysis and investigation indicated that the front tripod could not be moved in the mvr high power board.